Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the battery gauge dropped from 100% to 30% after being disconnected from a power source then jumped back up to 100% after being reconnected. The customer¿s blood glucose was 81 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had an alternate pump available.